Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 340 mg/dl. Reportedly, the user did not address bg level. During troubleshooting with tandem's technical support, it was determined that the luer lock connection was loose and leaking insulin. The user tightened the connection. It was unknown whether or not the user filled tubing during the last cartridge change; however, the user believes the tubing was filled.